Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for the bent and material discolored. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model uctw17, breast tissue marker, allegedly experienced bent material, and foreign material present in the device.this information was recieved from a single source. This malfunction did not involve a patient. The device was used in a female patient, however age, and weight details was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model uctw17, breast tissue marker, allegedly experienced bent material, and foreign material present in the device. This information was received from a single source. This malfunction did not involve a patient, therefore patient details were not provided.